Event description:
It was reported that the user¿s planned procedure was canceled due to weather after a week off ilet for procedure preparation, during which the user used multiple daily injections and experienced persistent hyperglycemia with readings in the 400¿500 mg/dl range; the user had taken humalog that morning, no long-acting insulin, and then resumed ilet insulin delivery with dexcom g7 after customer care assisted with setup. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.